Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had met with two reps to do some programming to see if they could improve her coverage and to evaluate some of her complaints, such as the battery turning on/off, when in reality the feeling of stimulation comes and goes due to positional simulation. The patient had her new lead place in the same location that it was previously placed a few years ago. Unfortunately the patient did not have good coverage then and consequently does not have good coverage now. The cause of the patient's stimulation and shocking issues was believed to be more of a perception thing, the green light on the controller does not turn off. Her system does not show that it just turns off. This was confirmed with the physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient spent an hour and a half with a representative programming their device. Their ins was turning itself on/off and they couldn't control their stimulation- their controller showed an error message that said they couldn't set their stimulation to the desired intensity. Yesterday their stimulation stopped at 13 and it's now stopping at 11 and they can't control it whatsoever. When the representative tried to reprogram their device there were "several electrodes" where they felt nothing even though they had it all the way up. The representative was trying to program the stimulation to separate the left leg from the right leg and to get stimulation out of the abdominal area. They couldn't get the stimulation out of their abdominal area and couldn't get stimulation off both of their legs being affected at the same time. They mentioned that they couldn't get stimulation in their foot or back at all and the patient was getting "zapped" in their waist and stomach and through their thighs and calves in both legs. They also had this "residual thing" that makes them feel like they had to pee their pants. The representative checked the lead impedances and they were all working fine and they told the patient that it's a possibility that the leads might need to be moved. The patient later mentioned their ins turning on/off by itself again and that it "wouldn't stop" and now the stimulation felt like they had bugs crawling on them and they couldn't take it. The patient reported that the controller was stuck on the settings not available message. The patient was assisted in resetting their controller. No further complications reported.